Event description:
It was reported the patient¿s catheter had ¿slipped or something. It wasn¿t in the right spot or something like that. I think it was misplacement of the needle¿. The catheter reportedly had to be ¿fixed¿. The catheter issue reportedly occurred ¿not long after, within a year, they had to go in and fix it again¿ (refer to manufacturer report # 3004209178-2013-11454 for first catheter issue that occurred in ¿2008 or 2009¿). No further information was provided and the type of medication being delivered via the device system at the time of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).